Event description:
Following implantation surgery (B)(6) 2025, the patient developed hoarseness. Ent evaluation diagnosed left vocal cord paresis, dysphonia, recurrent laryngeal nerve palsy, and vagus nerve disorder. On (B)(6) 2025, device charge was reduced; voice remained raspy. On (B)(6) 2026, the patient underwent left vocal cord injection and was kept overnight due to post-anesthesia difficulty. A swallowing study performed on (B)(6) 2026 was reported as encouraging. Speech therapy is planned but had not started as of (B)(6) 2026. As of 01/23/2026, the patient reports no improvement in voice quality. The device remains implanted. No device malfunction has been identified. Investigation is ongoing.